Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.